Manufacturer narrative:
Company comment: the serious events of ischaemia at implant site and vascular compression, and the non-serious events of erythema and discolouration at implant site, and discomfort at injection site were considered expected and possibly related to the treatments. The likely root cause includes injection of filler in the vicinity of blood vessels leading to vascular compression and ischemic manifestations. Potential contributory factor includes injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Product note routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted. Recommendation for corrective and preventative action: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2022 by a physician via regulatory authority which refers to a female patient of an unknown age. The patient had no known medical history or allergies, and was not taking any concomitant medications. The patient had previously received treatments with unspecified ha filler in the lower nasolabial area, and in other areas with botulinum toxin. On (B)(6) 2022, the patient received treatment with 2 ml of restylane defyne (lot 20383-1) to lower nasolabial region using micro-cannula 25 with unknown injection technique. Subsequently, the physician performed a small touch-up treatment on a more superficial plane with 0.3 ml of restylane refyne (lot 20229-1) to lower nasolabial region (in the upper corner of the nose) using needle with unknown injection technique. Following day after injection, on (B)(6) 2022, the patient experienced some discomfort (injection site discomfort) and redness (implant site erythema) in the left nasogenian region. The hcp had asked the patient to come for a consultation and a protocol for possible ischaemia (implant site ischaemia) due to vascular compression (vascular compression) in that area with the aim to prevent possible local ischaemia that could cause localized tissue necrosis. The clinical signs which the patient had, discomfort in the left nasolabial area and the typical purplish colouring (implant site discolouration) compatible with a vascular involvement problem and that the area was also erythematous, made the physician to suspect possible ischaemia. After the previous test, the patient was treated with 1500 units of hyaluronidase [hyaluronidase], aas [acetylsalicylic acid] 250 milligram, two times a day and dacortin [prednisone] 30 milligram per day. According to the physician, the patient would be assessed after 18 hours for a possible second session of hyaluronidase infiltration. Additional information was received in nov-2022, the reporting physician informed that the patient received additional corrective treatments with injection of hyaluronidase, prednisone and antibiotics to completely resolve the event. It was reported that the patient was fully recovered. Outcome at the time of the report: discomfort was recovered/resolved. Redness was recovered/resolved. Possible ischaemia was recovered/resolved. Vascular compression was recovered/resolved. Typical purplish colouring was recovered/resolved. Tracking list: v.0 initial. V.1 fu received on 24-nov-2022 from the same reporter: event (implant site discolouration) added. Past treatments, restylane refyne lot number, both suspect device location, needle type, event onset date, outcome and corrective treatment details were updated. Case was upgraded from near incident to serious.